Event description:
It was reported that the customer was hospitalized due to high blood glucose and ketoacidosis. Customer's blood glucose reading was high at the time of admission. Caller stated that they test customer's insulin high pressure test as well as manual bolus and the insulin pump was working fine. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.